Event description:
The customer reported that while removing the cap of a lytic reagent secured with parafilm (plastic wax film) for use on a coulter act diff analyzer, she splashed herself on the cheek with a drop (less than 1 ml) of the reagent. The customer noted that the ring or screw cap that fastens the lytic reagent tubing to the reagent bottle was cracked and the customer used parafilm to secure this assembly to the reagent bottle. The customer indicated a slight irritation to her skin after exposure but was resolved after flushing her skin with water for 15 minutes as indicated in the material safety and data sheet (msds). The customer was only wearing gloves at the time of the event. The customer did not seek medical attention and no injury was reported as a result of the event. No patient results were affected in connection with this event. The customer was sent a new lytic diff tainer pickup tube assembly which the customer installed without further issues. Beckman coulter field service engineer (fse) was not dispatched for this event. The exposure to lytic reagent can be attributed to use error as the customer had secured the lytic reagent cap to the lytic reagent bottle using parafilm. Failure mode for the damaged reagent screw cap is unknown.

Manufacturer narrative:
Method: the customer indicated that the lytic reagent cap was damaged and secured to the reagent bottle using parafilm. Conclusion: the customer was provided with a new lytic diff tainer pickup tube assembly. The customer installed the assembly and noted no further issue. (B)(4).